Event description:
Reporter noted they were unable to clear cassette vacuum failure error message during set-up. Pt was in the room, under general anesthesia. After troubleshooting with technical support, and changing cassette, case was aborted. Surgery rescheduled.